Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 50 mg/dl, 215 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with glucose tabs. Customer will returned device for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications. The initial report and or supplemental report had the incorrect aware date. The correct aware date is may 26, 2018.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor failed per specifications.